Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed a ¿strong¿ increase in ventricular assist device (vad) power consumption. The patient is re ported to have also developed hematuria and hemolysis. The site reported that the acoustic measurement clearly detected a third harmonic suggestive of a rotor that was not balanced. A preliminary review of the controller log files confirmed low flow alarms started on the day of implant ((B)(6) 2017) and high watts alarms starting the following day. A pump exchange was subsequently performed later that day. The patient is reported to have expired on (B)(6) 2017. The site examined the explanted pump and reported evidence of thrombotic coating on the hydrodynamic bearing surfaces as well as corresponding abrasive tracks on the bottom of the rotor. The site indicated that they will not be returning the pump to the manufacturer since the event is not pump related.

Manufacturer narrative:
Please note that this report is related to MFR # 3007042319-2017-04762 which details later events associated with the same patient and a different device. If information is provided in the future, a supplemental report will be issued.

Event description:
Further review of other events associated with this patient indicated that the patient's death was also captured in another later event involving this patient with a different device. Therefore, this report should only capture the earlier event associated with the pump thrombus and pump exchange and is now a serious injury.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files revealed multiple low flow alarms immediately after implantation on (B)(6) 2017. On the day following the implant date, (B)(6)2017, two high watt alarms were logged confirming the reported event. Of note, the site's review of the explanted pump revealed evidence of thrombotic coating on the hydrodynamic bearing surfaces as well as corresponding abrasive tracks on the bottom of the rotor, further suggesting thrombus ingestion into pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump triggering the high watt alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, an thrombotic ingestion event in the immediate post-operative period cannot be ruled out. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.